Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, which resulted in the pump shutting down. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.